Manufacturer narrative:
Block b2: outcomes attrib to adv event: not applicable (correction). Block h6: device problem code 2907 captures the reportable event of the tip of the needle detached. Block h10: the returned interject needle was analyzed, and a visual evaluation noted that the needle was present on the device and it was extended when received. Additionally, the working length was kinked at approximately 49cm from the handle. The distal section of the inner sheath was damaged, including the needle and it was bent. Damaged sections were checked under magnification, it was observed that marks in the material (inner sheath and needle) indicated that there was an interaction with an unknown tool. A functional evaluation was performed and noted that the needle did not retract due to the distal section being severely damaged. Based on all available information and the condition of the returned device, the device showed excessive manipulation and marks of interaction with an unknown tool, suggesting the damages were caused due to manipulation of the device. Boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications, there are controls in place to avoid that a device leaves the manufacturing plant with a defect as the one observed on the device. The investigation concluded the most probable cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that an interject needle was used in the stomach during an gastric fundus varicose veins procedure performed on (B)(6) 2020. According to the complainant, during preparation, the physician unpacked the device and found that the needle fell off. The procedure was completed with another interject needle. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an interject needle was used in the stomach during an gastric fundus varicose veins procedure performed on (B)(6) 2020. According to the complainant, during preparation, the physician unpacked the device and found that the needle fell off. The procedure was completed with another interject needle. There were no patient complications reported as a result of this event.